Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "pump does not respond to push button power" with an intermittent keypad response of the first column of keys which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigation this issue.

Event description:
It was reported that a spectrum pump "does not respond to push button power". It was also reported there was no pt involvement.